Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4) manufactured the extender-square coupling, part #03.611.054, and lot #7033622 on po (B)(4) for (B)(4) pieces delivered on (B)(6) 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2012, and synthes final inspection sheet (B)(4). The parts were released to the warehouse on november 2, 2012. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The extender-square coupling was made to the synthes drawing p/n 03.611.054, (B)(4). Released on (B)(6) 2005. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that: upon receipt, the part appeared undamaged, with no evidence of stripping (inspected at 10x magnification). The part inserts into either socket of the t-handle and operates as expected. Based on the evaluation and the unknown cause, this complaint is unconfirmed and is not considered. (B)(4) manufactured the extender-square coupling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision procedure, the nut driver was placed into the wrong end of the t-handle which resulted in it getting stuck and stripped. It made it more difficult to remove the competitor's nuts that were holding the screw constructs together. The nuts and screws were removed using wrenches from the removal set without any patient issue. Revision procedure involved the removal of the competitor's construct, decompression and extension of fusion using competitor's devices. Surgery was delayed by 15-20 minutes but was successfully completed. This is report 1 of 2 for (B)(4).